Manufacturer narrative:
The user facility reported that a new visions pv .018 catheter did not have a tip upon opening the package. The catheter was not used on a patient. Upon examination of the returned catheter, it was without the tip as reported. The device history record shows that the catheter was manufactured to specifications. There are several inspection points and testing performed prior to the release of the catheter. It is highly unlikely that a catheter without a tip to be released. Although the device did not cause or contribute to an injury, a report of a catheter tip detachment can have serious consequences, therefore, an MDR report is being submitted as notification.

Event description:
A new and unused catheter missing the tip